Manufacturer narrative:
Based on the original reported event, the event was assessed as a weld fracture, which is considered likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury if it should recur. After completing our device evaluation and obtaining additional information, it was determined that this event did not involve a break at the weld and is not likely to cause or contribute to a serious injury or require medical intervention to prevent a serious injury. This event is therefore considered not reportable.

Event description:
The user facility reported that a broken metal contact on the battery housing was observed during use. No medical intervention, no delay and no adverse consequences were reported.

Event description:
The user facility reported, the housing broke at the weld during a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.